Manufacturer narrative:
One used sample was returned for evaluation. Examination of the inflation tube revealed marks on the tubing and inflation tube, however, when tested no leaks were observed. Examination of the cuff revealed no damage or leaks. Examination of the pilot balloon did reveal multiple jagged holes approximately 5cm from the pilot balloon pillow. The reported event was confirmed due to this damage seen on the pilot balloon assembly, however, no manufacturing root cause could be determined. All information reasonably known as of 21 dec 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received 2021-nov-25, the reported event led to a re-intubation, as the cuff could not be inflated at all.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for lot aa9126v01 was reviewed and the product was produced according to product specifications. All information reasonably known as of 09 dec 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported that there was a "sudden audible cuff leak." Attempts were made to refill the cuff but it was unable to retain any air. There was no injury to the patient. Per additional information received 16 nov 2021, the patient is awake and often bites on the tube. A bite block is used when tolerated. The tube was changed out and the patient remained stable.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 19 nov 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).